Event description:
This report is to advise of a fracture noted during analysis.

Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, a thermocouple signal loss error and no contact force error were noted. Optical fibers 1-3 no longer met specifications for optical properties. In addition, the deformable body thermocouple (tc2) read as an open circuit during electrical testing, consistent with the observed error message. Further investigation revealed that the catheter shaft material had been fractured between electrode rings 2 and 3. Optical fibers 1 and 2 and the deformable body thermocouple (tc2) were determined to be fractured at the location of the fracture in the shaft material, consistent with the observed error messages, the detected open circuit, and with the reported event the root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.